Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with three tampons used. She stated she believed she was able to remove the remaining pieces and did not need to seek medical assistance. Consumer reported she was satisfied, no further follow ups are tasked.